Event description:
Technician alleged that the siderail is not locking into position. No patient impact.

Manufacturer narrative:
The technician found the siderail latch block mechanism was bent. The technician replaced the siderail to resolve the issue.